Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported by the patient that infusion set was leaking due to which hyperglycemia occurs.event was occured on (B)(6) 2024 . The insertion site was buttocks. High blood glucose level was 530 mg/dl and treated by insulin pen. Infusion set was placed buttocks. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.